Event description:
Caller alleged that compact plus test strips were labeled with an expiration date expiring in 2011-12. The manufacturer's electronic inventory system show the actual expiration date to be in 2011-02. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device; however, the caller has discarded the original strip drum. She has another drum from the same lot, and the expiration date issue persists with this drum. Replacement was sent.

Event description:
It is not known with 100% certainty that the ICD lead wire puncturing the heart was due to product defect or design or if it was a procedural issue as no autopsy was performed. However, it is our family's belief that the heart puncture and delay of care afterwards certainly contributed to contraction of pneumonia and his subsequent death. The events are as follows: on (B) (6) 2009: he had st jude implantable cardioverter - defibrillator (brand name 'current rf-dr') surgery at a (B) (4) hospital without apparent complication. On (B) (6) 2009: he was released from the aforementioned hospital. He began to complain of being "shocked" below the heart on the left side at the rib area. After multiple visits to cardiologists within one week's time, the technician said his ICD did not "go off" meaning it did not indicate that it had delivered a shock his heart. On (B) (6) - (B) (6) 2010: he went to a local emergency room complaining of "being shocked" and "severe chest pain". He was discharged home each visit. On (B) (6) 2009: he returned to original hospital where it was determined that the lead wire to the ICD had punctured his left ventricle and was shorting-out at his rib. On (B) (6) 2009: he had surgery to reposition the lead wire. On (B) (6) 2009: he was released from the hospital. On (B) (6) 2009: he called his primary care doctor with the complaint of labored breathing. He was sent to local hospital for chest x-ray and blood work. On (B) (6) 2009: primary doctor suspects "touch of pneumonia". On (B) (6) 2009: he is admitted to local hospital and was treated for pneumonia. On (B) (6) 2009: he dies at hospital from cardiac arrest secondary to pneumonia and electrolyte imbalance. Believed to be a single-use device and therefore e9 section believed to be not applicable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.